Manufacturer narrative:
Operator of device and PMA/510k are unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an air filter on tubing would not staying primed. It was recurring. No patient injury was reported.

Manufacturer narrative:
Device evaluation: two samples returned for investigation. The returned samples were received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No defects were found. The samples were set for priming using a pump. No discrepancies were detected, samples were fully primed and connected without difficulty, the pump was set running, liquid flowed through the whole devices without interruptions, no alarms were activated, thus, the failure mode reported was not confirmed. No other analysis was performed. No fault was found with the device. No root cause was determined, and no corrective actions were required since the complaint was not confirmed. No lot number was provided; therefore, device history record review could not be completed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).